Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the left ventricular (lv) lead exhibited high capture thresholds and loss of capture. Fluoroscopy later confirmed that the lv lead had dislodged. The lv lead was subsequently explanted and replaced with a left bundle branch pacing (lbbp) lead. The patient was asymptomatic and remained stable throughout the procedure.